Event description:
It was reported that following a procedure to implant a balloon for breast brachytherapy, the pt left the facility doing well; however, while she was walking to oncology for radiation treatment, the pt felt the balloon pop and the breast began bleeding. When she arrived at oncology, the physician could not stop the bleeding, so the pt was transported on a stretcher back to the surgeon's office. When the pt arrived at the surgeon's office, the pt's blood pressure was unstable. The pt was diaphoretic, disoriented, and lost consciousness for a short time. The surgeon's office had the pt transported to the ER. The pt was admitted and required a blood transfusion; however, specific treatment info is not known. The pt is reportedly doing better; however, the pt left the practice after this incident and underwent radiation treatment at another facility. It should be noted that the balloon implant procedure was successful and the pt did not bleed during the procedure.

Manufacturer narrative:
The lot number was received. As the lot number was received, a review of the device history records (DHR) could be performed. The DHR was reviewed and there was no info to suggest that the reported issue was related to the mfg of this device.